Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio output on the g6 mobile application occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A probable cause could not be determined.